Event description:
The customer reported that the system would intermittently display a 'no video signal' error on the monitors. This can cause an intermittent loss of the fluoroscopy image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.